Event description:
á ventilator was returned to the manufacturer for a software upgrade. There was no harm or injury reported. During the upgrade at the manufacturer's service center, the device alarmed for a "ventilator inoperative" alarm condition. The device's software was reloaded to address the issue. Final testing was performed, and the device was cleaned. The device passed all final testing.